Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they had low blood glucose level. Customer's blood glucose level was 43 mg/dl at the time of incident. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. Troubleshooting did not occur. The insulin pump will not be returned for analysis.